Event description:
It was reported that the insulin pump could not be turned on. Nothing further was reported.

Manufacturer narrative:
The display was blank due to the solder joint of the power connector on the interface board being broken.